Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right upper lobectomy, thru a fissure on healthy lung, the staple line leaked while performing a leak test. They accepted the air leak and figured that it was small enough to close in the next few days which it did. There was no patient injury.